Event description:
It was reported that pump had a occlusion sensor module 30 psi failure from 220 to 250.

Manufacturer narrative:
This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the occlusion sensor module, 30 psi failure from 220 to 250. Consequently, it necessitated a recalibration of the pump. This recalibration was made from 186 to 206 passed at 35. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 41psi, which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. Recalibration successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).